Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The device displayed a battery depletion alert (bd). It went from 23% to 15% in a span of 3 months. Boston scientific technical services (ts) reviewed the device data and confirmed the premature battery depletion (pbd). Device remains in service. It was recommended a device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Device explanted on (B)(6) 2022. Impact codes h6 were corrected. B5 was updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The device displayed a battery depletion alert (bd). It went from 23% to 15% in a span of 3 months. Boston scientific technical services (ts) reviewed the device data and confirmed the premature battery depletion (pbd). Device was explanted and successfully replaced. No additional adverse patient effects were reported.